Event description:
It was reported via a legal notification that a female patient, initial left knee implanted on (B)(6) 2010, underwent a revision procedure on (B)(6) 2022, approximately 12 years 6 months post the initial implant procedure for reasons unknown. No further information reported.

Manufacturer narrative:
No device return anticipated due to this being a legal case. (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Manufacturer narrative:
H6: corrected health effect - clinical code, medical device problem code, component code, type of investigation, and investigation findings. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and/or due to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failure(s). However, the reported prosthesis wear could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.